Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Visual evaluation of the provided picture shows an explanted tibia tray with foreign material on it. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is right total knee arthroplasty with loosening of the tibial component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure eleven years post implantation due to loosing of tibia after patient fall. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4) d10 - medical product: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height catalog # 00596203212 lot # 62092611 femoral component option for cemented use only size f right catalog # 00576401652 lot # 62092297 bone scr 6.5x30 self-tap catalog # 00625006530 lot # 62119833 bone scr 6.5x30 self-tap catalog # 00625006530 lot # 62143464 g2: australia h3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.